Event description:
It was reported that the customer required assistance by emergency medical services to treat a blood glucose (bg) level as speech was slurred. It was not reported if the customer experienced a high or low bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.